Manufacturer narrative:
Age at time of event: 18 years or older. Device is a combination product. Device evaluated by MFR: a visual examination of the returned device found that the entire stent had moved 1 mm distally and the stent seemed to be slightly expanded. It was also noted that struts from the 2 most proximal rows were damaged and bunched up distally. This type of damage is consistent with the stent meeting resistance upon withdrawal. Hypotube kinks were noted at several locations. The balloon was folded and had not been subjected to positive pressure. No other issues were noted with the device. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
Reportable based on analysis completed on (B)(4) 2014. It was reported that during a coronary artery stenting treatment procedure, failure to cross the target lesion occurred. The target lesion site was unknown. The lesion was severely tortuous and moderately calcified. A 3.00x20mm promus element stent was selected and advanced; however, the device was unable to cross the lesion. This procedure was completed with another of the same device. No patient complications were reported and the patient¿s condition was stable. However, the returned device revealed stent damage and stent moved on balloon.